Manufacturer narrative:
Concomitant medical product: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding the patient with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type I. It was reported that the patient had several separate issues with the recharging module; patient services clarified that the patient meant the controller. The patient further explained that the first incident which occurred at the end of march (2018), was that the screen became un-responsive and would not shut off, which was clarified to mean the patient¿s controller was stuck on the battery status screen and the screen light would not shut off, nothing would shut down. The patient stated they just unplugged if from everything and let the light shine until the controller went dead. The patient stated that when they plugged it back in, it came up and everything was okay again. The patient further states the second incident which occurred mid (B)(6) (2018), was similar to the first one but the controller just got stuck in a different screen. It was confirmed that the screen the patient got stuck on was the "there is a problem with the recharging please check your position and try again" screen. The patient further states the controller screen also became non-responsive. The patient then stated their third incident is the most troubling. They further explained that just last friday night when they went to do their recharge at the end of the day, the controller could not find the device. The patient stated when controller found the device it then said that it "could not find any programming for this device". They stated they had had adaptive stimulation turned on like two weeks ago and that the programming that was there before and some of the settings for most of their positions were gone since friday night when it said "it could not find the settings". The patient confirmed that the controller appeared to be working fine at the time of the call. Patient services reviewed that the patient confirmed they were able to connect with implant on the call and states everything was normal. The patient confirmed the program was running at the time of the call but just that they had lost some of their adaptive stimulation programming. The patient stated they had only had her device since the end of (B)(6) 2018 and stated they had three issues in three months which seemed like a lot. The patient indicated that this was their second stimulation and the first one was just ¿set it and forget it¿. No further complications were reported/anticipated.